Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary - complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on (B)(6) 2025 device history record (DHR): the lot 6009040 was manufactured according to the work instruction (wi) version 81 on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information no malfunction based on complaint information, malfunction code no malfunction based on complaint information no malfunction describe and lot 6009040 and no more complaint has been registered in database for the same lot 6009040, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, patient reported experiencing low blood glucose (lbg) and subsequent hospitalization. The incident was attributed to an over-bolus administered to correct high blood glucose (hbg).to treat the low blood glucose, the patient was given glucagon and consumed juice. The hospitalization lasted less than 24 hours. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-03315), was submitted on 11-mar-2025. Upon receiving additional information, it was discovered that the event date was updated from (B)(6) 2025 under b1. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.